Manufacturer narrative:
Biomérieux conducted an internal investigation in response a customer complaint of false positive results when testing blood cultures from two (2) pediatric patients using bact/alert® pf plus (plastic) (ref 410853 lot, 0004056900) in conjunction with their virtuo® system. The customer confirmed the contaminant of both bottles was burkholderia cepacia. This organism is known to be present in water and it is known to be resistant to disinfectant and may be present in disinfectants - hand sanitizers, per published literature. The customer performed an internal investigation. The customer¿s internal investigation included incubating twenty (20) bact/alert® pf plus blood cultures from bottle lot 0004056900, the bottle cultures did not flag positive. The customer tested bayer¿s healthcare biseptine 500ml antiseptic vial as the source of contamination; the results were negative, sterile. The customer also cultured other antiseptics, ultrasound gel, detergent, disinfectants for potential sources of contamination, results were negative. Biomérieux reviewed the production records associated with lots 0004056900. The review found no evidence of any product malfunction. The review confirmed every lot of bact/alert® pf plus (plastic) (ref 410853 ) culture bottles are quality control tested and the sensor in each bottle is 100% inspected by a validated automated vision system during packaging. Quality assurance reviews and releases reagent bottle lots for distribution to the field. Biomérieux customer service confirmed there were no other related complaints associated with bact/alert® pf plus culture bottles (ref. (B)(4)) for inoculated bottle contamination. A historical review of last year¿s data found no other similar complaints for contamination in bact/alert® pf culture bottles (p/n (B)(4)) against lot 0004056900. The investigation team reviewed the bact/alert® pf plus (plastic) (ref (B)(4)) instructions for use (IFU) and determined adequate direction to prevent specimen contamination during collection/inoculation into the bact/alert® bottles is provided. The most likely root cause of the contamination is probably from contaminated pharmaceutical product that is locally supplied/purchased in france, as no other country has reported inoculated bottle contamination of burkholderia cepacia. The bottle and instrument performed as designed, by flagging positive indicating growth of an organism recovered on subculture. The bottle did not malfunction and is performing as intended to recovery organisms from the patient's blood.

Event description:
A customer in (B)(6) reported having obtained false positive results when testing blood cultures from pediatric samples using bact/alert pf plus (plastic) (ref (B)(4) lot 0004056900 expiration date 22 jan 2022), in conjunction with their virtuo® system. The customer said that on (B)(6) 2021 they had inoculated a blood sample from patient 1 into bact/alert pf plus (plastic) bottle (bottle ID prwcnnkg) and that after incubation the bottle was flagged as "positive". The customer indicated that they had proceeded with smear and subculture of the positive bottle, and that they had confirmed the presence of bukholderia cepacia. Burkholderia cepacia is known to cause nosocomial (hospital acquired) infections and can be a common water contaminant found in soil and water sources. The customer states that the presence of bukholderia cepacia detected in the bottle was due to a contamination issue. The customer is in the process of ruling out potential sources of contamination: ultrasound gel, water sources, air conditioning, disinfectant. Non-inoculated bact/alert culture bottles have been tested, and no organism growth was observed. The customer said that bukholderia cepacia was reported to the physician and that an antibiotic treatment was given to a child. The customer said that an incorrect result was reported to a physician for patient 1, and that an antibiotic treatment was given to this patient. The customer said that the concerned patient was discharged. There is no indication or report from the customer to biomérieux that the incorrect result led to any adverse event related to the patient's state of health.